Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy, as well as pain at the lead implant site. X-ray were taken and confirmed that the lead had migrated. It is unknown if reprogramming has been able to resolve this issue. Surgical intervention could be pending.

Event description:
Follow up revealed that the patient was explanted on an unknown date. A company representative was not present for the procedure.